Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, patient underwent gastroscopy to fix dislocated jejunal tube. The gastroscopy showed two fistulas at the level of the stomach and absence of the internal fixation plate and the jejunal tube in the stomach. The physician suspected that a fistula has formed from the stomach to the colon. The physician reasoned that the colon was probably punctured by the previous or the first intervention, causing a fistula between stomach and colon and the pej-tube has probably migrated into this fistula. The patient will undergo a surgical removal of the pej-tube, closure of the fistulas and a placement of a direct jejunostomy for the administration of duodopa.